Event description:
Caller reported aviva system blood glucose results, all mg/dl: 8:17pm (B)(6) 2014, 202 8:18pm (B)(6) 2014, 109 8:20pm (B)(6) 2014, 116 8:21pm (B)(6) 2014, 157 8:22pm (B)(6) 2014, 100 8:23pm (B)(6) 2014, 94 8:25pm (B)(6) 2014, 89 no adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.